Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020- (B)(6) 2020. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens was explanted from patient right eye due to mis-powered lens implantation. No further information provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 3/4/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: the lens was cleaned (received submerged in an unknown solution), and no cosmetic defects were observed. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.